Manufacturer narrative:
(B)(4). (B)(6).the affected device was not available for evaluation. However, a photograph of the device was visually inspected against the reported condition, verifying the presence of the air bubbles in the tubing. Two reserve samples from the same lot were available for evaluation. These samples were visually inspected and functionally tested. The reserve samples showed no abnormalities and performed according to the desired product specifications. The reported condition could not be verified through the photographic evaluation, as the photograph did not contain the entirety of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing air bubbles in a patient's flogard IV administration set. This occurred while infusing total parenteral nutrition at 83ml/hr on a channel c of an unspecified baxter pump. The customer reported that the bubbles were approximately 0.1-0.3cm in size. There was no patient injury or medical intervention in association with this report. No additional information is available.